Event description:
It was reported that complete heart block (chb) occurred. A patient with pre-existing right bundle branch block was selected for a 27 mm lotus edge valve implant. Access was gained via a right transfemoral approach. During the procedure, chb developed. The patient's anatomy was noted to have very little annular calcification, so deeper implant was required for stability. The final depth of the 27mm lotus edge valve implant was 5mm below the annulus. The patient received a permanent pacemaker following the implant procedure. The patient was expected to be discharged the following day.